Manufacturer narrative:
This patient has a long history of ankylosis. After receiving these implants, the patient's range of motion decreased. The surgeon removed the heterotopic bone from the pterygoid plates to the medial fossa and the prosthesis. The implanted devices were untouched.

Event description:
The surgeon debrided the patient's tmj joints bilaterally.